Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with proximal stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16apr2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.